Event description:
An alarm issue was reported with the adc device in use with samsung phone with android operating system version 13. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced shakes, a loss of consciousness and was able to self-treat with sugar candies. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product data were unsuccessful. No product has been returned as of this report. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. The user reported having signal loss with the freestyle libre 2 application. Attempted to replicate the user¿s complaint. Successfully received high and low glucose alarms. The user complaint was not able to be reproduced. Therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with samsung phone with android operating system version 13. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced shakes, a loss of consciousness and was able to self-treat with sugar candies. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.